Manufacturer narrative:
Analysis of the returned device identified: weight to the spec, opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening and crease fold. Based on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
The events of "severe depression", and "fever" are not considered device related. Device was explanted.

Event description:
Physician reported "an unconfirmed possible alcl for an unknown side" has been conservatively reported on the contra-lateral side. Hence, unreporting lymphoma-alcl-suspected from the right side device.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further review, allergan medical safety has determined that there is no malignancy against the right side device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "I have incidents where my breast swells as big as a ball and hurts to the point it can not be touched, fevers, I have severe depression and anxiety due to fact I thought I was nuts cause I've been made to feel that way. Than the recall comes and I go to the surgeon tells me yea something going on." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "I have incidents where my breast esp left one swells as big as a ball and hurts to the point it can not be touched, fevers, and a lesion where puss comes out and it has never went away. I've been to my surgeon which I had to pay for a drain that got nothing out of. I have severe depression and anxiety due to fact I thought I was nuts cause I've been made to feel that way." Device remains implanted. Healthcare professional recommends capsulectomy; explant date has been scheduled. Right side.